Manufacturer narrative:
The returned device was evaluated. When powered on led segments on the led digits display do not fully light up. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the failed led segments have an intermittent open led circuit. The intermittent open circuit results in led digits not lighting up. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported segments are missing on the display. No patient impact or consequences were reported.